Event description:
Customer reported high blood glucose of 432 mg/dl. Customer did a complete set change and treated with the device. Customer stated she was in diabetic ketoacidosis. Customer stated the insulin pump kept alarming no delivery. Troubleshooting was performed. Customer stated she had run a bolus of two units of insulin, insulin did exit. Customer was advised that a five unit prime should be performed. Customer stated she has been experiencing high blood glucose levels. Customer mentioned that she recently had a baby and has gain weight, she was not lean. Customer was advised to try another infusion set. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.